Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: (right) 450cc mentor memorygel breast implant, catalog: 3504501bc, lot: 5979181, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 450cc mentor memorygel breast implants, suffered left breast implant rupture, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual analysis of the device was found to be rupture and received in two (2) parts. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3504501bc and lot number 6001734 ) is a concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 7637286 sn: (B)(6) and (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 7643281 sn: (B)(6). On march 5, 2020, he mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned device, mentor became aware that the correct suspect medical device was the following: catalog: 3504501bc lot: 5979181 sn: (B)(6). Correct concomitant device: 450cc mentor memorygel breast implant catalog: 3504501bc lot: 6001734 sn: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).